Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, there was no physical defect in the location of the foreign material. Although the customer provided some cleaning disinfection and sterilization information, it remains unknown if there were any deviations from IFU in reprocessing steps for the area foreign material remained. Therefore, the probable cause of the "foreign material in the nozzle" malfunction could not be identified nor the type of material. The event can be detected and/or prevented by following the instructions for use which state: - instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection.¿ - instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories).¿ olympus will continue to monitor field performance for this device.